Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena from 2008 to 2011. Concurrent conditions included candidiasis and dysfunctional uterine bleeding. Concomitant products included fluconazole (diflucan). In 2008, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), toothache ("dental problems pain"), fatigue ("fatigue"), back pain ("back pain"), pain in extremity ("leg pain"), muscle spasms ("leg cramp"), alopecia ("hair loss") and nausea ("nausea"), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced rash ("rashes"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (operative laparoscopy with bilateral robotic salpingectomy with corneal resection and thermal choice ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, rash, dysmenorrhoea, anxiety, depression, bladder disorder, urinary tract disorder, toothache, fatigue, back pain, pain in extremity, muscle spasms, alopecia and nausea outcome was unknown. The reporter considered alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, menorrhagia, muscle spasms, nausea, pain in extremity, pelvic pain, rash, toothache, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date : 2008 and (B)(6) 2012. She sought treatment on multiple occasions for her symptoms. The symptoms continued and caused plaintiff to be anxious and depressed. She had medical condition and symptoms are a direct result of the insertion of essure in 2008. Diagnostic results: after implantation of essure had a hsg test. Most recent follow-up information incorporated above includes: on 7-feb-2019: pfs and medical record received : medically confirmed case. Additional reporter and patient demographics were added. Updated suspect drug indication. Historical drug added. Events vaginal bleeding, bladder disorder, urinary problems, dental problems, fatigue, back pain, leg pain/ cramp, hair loss and nausea added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.